Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing leg weakness and losing the ability to move their legs. As a result, the patient underwent surgical intervention during which the system was explanted, resolving the issue.